Manufacturer narrative:
(B)(4): since the complaint device remains implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus on (B)(6), 2010. According to the complainant, the patient had a gastrostomy procedure performed due to cancer. Post-surgery, the patient developed a fistula within the esophagus. A wallflex esophageal stent was placed to stop contents from leaking through the fistula. After the stent was successfully placed, it was noted that there was fluid bubbling into the lumen of the stent. The physician spotted what appeared to be a pin hole in the proximal end of the stent, below the flare. There were no staples or sharp objects located at the fistula site which could have pierced the coating. The physician took x-rays, but no further intervention was performed. The stent, which successfully covered the fistula, was left implanted within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.